Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, torn or broken haptic. Additional information was received stating that during loading event occurred and there was no patient contact with device. The procedure was completed on the same day. In the surgeon's opinion, it was unknown if what product caused or contributed to the event.